Event description:
It was reported that the patient presented to the emergency room. It was suspected the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). In addition, there were occasional undersensed beats on ventricular fibrillation (vf) episodes. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4568-53 lead & 694765 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.